Event description:
The implantable neurostimulator was returned to the MFR with no add'l info. Device registration sys indicates the pt is expired. The device-managing hcp has not seen the pt since 2005; he was unaware of the cause of death. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. See scanned page.